Manufacturer narrative:
The baxter technician found the hydraulic manifold needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hydraulic manifold to resolve the reported event. Based on this information, no further action is required.

Event description:
A other health care professional contacted technical service to report that totalcare frame did not lower when CPR lever is pulled. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.